Manufacturer narrative:
Limited information has been provided and it is unclear how the first test was deemed off-label. Cepheid is unable to determine the root cause with the information provided as there was no reply from the customer to request for further details upon multiple follow up attempts. There is no report of patient harm. Additionally, annex c and annex d codes have been updated to reflect the comepetion of the investigation.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results with xpert xpress cov-2/flu/rsv plus. The customer was unsure when the original sample was collected. The customer stated they used off-label snare nasal swabs to collect the sample, and transportation media is unknown. The customer reported the patient was an infant and had respiratory symptoms during the time of sample collection. The sample was tested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2023, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. The customer decided to retest the sample due to the patient's symptoms. The customer retested the sample with xpert xpress cov-2/flu/rsv plus on (B)(6) 2023, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was informed to the md, who requested a retest using another platform. The sample was recollected, date not given, and tested with the biofire respiratory panel on an unknown date, which resulted in sars-cov-2 positive. This result was informed to the md. The customer confirmed there was no known death, injury, or deterioration in health related to the discrepancies. The investigation is ongoing. Additional information regarding likely root cause will be provided once the investigation has been completed. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information. Evaluated by manufacturer: answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss discrepant results with xpert xpress cov-2/flu/rsv plus. The customer was unsure when the original sample was collected. The customer stated they used off-label snare nasal swabs to collect the sample, and transportation media is unknown. The customer reported the patient was an infant and had respiratory symptoms during the time of sample collection. The sample was tested with xpert xpress cov-2/flu/rsv plus on (B)(6) 2023, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. The customer decided to retest the sample due to the patient's symptoms. The customer retested the sample with xpert xpress cov-2/flu/rsv plus on (B)(6) 2023, which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was informed to the md, who requested a retest using another platform. The sample was recollected, date not given, and tested with the biofire respiratory panel on an unknown date, which resulted in sars-cov-2 positive. This result was informed to the md. The customer confirmed there was no known death, injury, or deterioration in health related to the discrepancies.